Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "the surgeon was a little forceful with the insert and it cracked in half."